Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) while attempting to infuse 81cc of tpa, a thrombolytic agent, (delivery rate unknown) in the intensive care unit. It was also reported there was no patient injury or medical intervention provided as a result of the under infusion.